Manufacturer narrative:
(B)(4).

Event description:
It was reported a surgical delay of over half an hour occurred during the tha procedure. The surgeon tried to implant the xple liner 20 degrees but did not manage to lock it. He had to use another liner.